Manufacturer narrative:
(B)(4). (B)(6). Device history review (DHR) review is for sterilization procedure only. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 29. Sep.2016 expiry date: 01.sep.2026. No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.005.522 / l116219. Manufacturing location: (B)(4). Manufacturing date: 29. Aug.2016. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for femoral diaphyseal fracture on (B)(6) 2017. The surgeon applied etn (expert tibial nail) in surgery. After he inserted the nail, he inserted a screw in a hole of ap direction. However, he couldn¿t insert a locking screw in ml (medio lateral) hole. It may be because contralateral cortex was too hard to insert. Then the surgeon tried to insert another locking screw but the attempt did not work. Thus he decided not to insert anything in the hole. Surgery was not successfully completed. No other medical intervention was required. There is one bone hole that the screw was supposed to implant, patient is well so far. There was a surgical prolongation of 30 minutes reported. Concomitant device: 1 unknown etn nail. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional report source is health professional. A root cause could not be determined based on the results of the manufacturing investigation. The complaint condition could not be confirmed. Reporting facility phone number is (B)(6). Reporting facility city and prefecture were corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon commented that if he had had a bone tap instrument, he felt could have inserted the screw.

Manufacturer narrative:
A manufacturing investigation was performed for the subject device (lockscr ø5 l32 f/nails tan light green, part number 04.005.522s, lot number l147978). The subject device was returned to the manufacturer with the complaint condition stating: information etched on products match not sterile lot numbers device history record (DHR). The returned parts were re-inspected for all the features pertinent to the complaint condition. The thread diameters were re-inspected and found in specification: the thread is visually damaged post production, no evidence of nonconformance manufacturing related identified. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. The returned parts were re-inspected for all the features pertinent to the complaint condition. The thread diameters were re-inspected and found in specification: the thread is visually damaged post production, no evidence of nonconformance manufacturing related identified. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned parts are conforming from a manufacturing perspective. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. The thread diameters were re-inspected and found in specification: the thread is visually damaged post production, no evidence of nonconformance manufacturing related identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.